Event description:
It was reported that pump battery charge dropped about 95 percent in a short period of time, which led to unexpected pump shutdown and caused customer¿s blood glucose level to read as high. Customer manually corrected high blood glucose with an injection and did not require help from any third party. Technical support explained that insulin on board and maximum hourly dose reset to zero and that sensor sessions must be restarted and cartridge reloaded after shutdown and planned to follow up to review uploaded pump data.